Event description:
Pt underwent an emergent cardiac catheterization and pci of the right plv. Following completion of the procedure, and ample manual pressure to the groin a closure device was used. The device anchor was deployed as usual, and when the tension was placed on the suture, resistance was met. The collagen plug was then deployed, but when the collagen pusher was removed, there was a pulsatile flow from the atriotomy site. There was no indication prior to removal that there was a problem with the device. The pt became hemodynamically unstable. A vascular surgeon was consulted. The pt was transferred to the ICU. The pt ultimately required surgical intervention due to the development of a pseudoaneurysm to the groin. In 2009, the pt underwent a hematoma evacuation finding about 200 ml of old blood in the groin. A j-p drain was placed and an epidural catheter placed for pain control. Te pt was discharged home late in the next day. At approx 8 dys later - pt returned for an ultrasound guided percutaneous thrombin injection for the pseudoaneurysm repair.